Manufacturer narrative:
B5, h6: remove a05, add a0401

Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge to resume insulin therapy. There was no reported adverse impact to the customer's blood glucose level.

Event description:
It was reported that pump displayed cartridge change error and caller found damaged cartridge seal and loose seal lodged in pump area after removing pump from case. There was no adverse impact to the customer¿s blood glucose level. Caller removed loose seal, cleaned pump connection area as instructed, reattached cartridge securely, completed cartridge load process on pump, and successfully resumed insulin delivery with no further issues reported.